Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had insulin was stopped working. The customer¿s blood glucose level was 213 mg/dl at the time of the incident. Customer stated they had to change the battery because it was running low but when they changed it got a message that the battery was not charged but then noticed that the buttons did not respond. Customer stated one time about a year ago the buttons did not respond but it was something instant but then it started to work again. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.